Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle, the safety shield boke off from the needle. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 27-jan-2026. Investigation summary: bd received 96 samples and 1 photo for investigation. The photo depicts a device with the hub separated from the collar. Twenty samples were randomly selected from the returned samples and inspected for hub/collar separation and defective locking mechanism. These samples passed functional tests, as the safety shields were able to be activated properly with no signs of damage or device separation. Twenty retained samples were also inspected for hub/collar separation and defective locking mechanism, and these samples passed functional tests, as the safety shields were able to be activated properly with no signs of damage or device separation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: hub/collar separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle, the safety shield boke off from the needle. There was no health impact or consequences reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.